Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases are in excellent condition. No visible contamination. Invalid syringe size was found during syringe test and unable to calibrate syringe size. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the tapered springe slipped over the collar the barrel clamp rod. Actions were taken to mitigate the reported issue: replaced barrel clamp rod, tapered spring, barrel springe and barrel clamp slide. Performed calibration on the pump and passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the unit was not recognizing syringe sizes correctly. Unable to calibrate. No patient injury was reported.